Manufacturer narrative:
Following a review of the device history record for lot 9536-a201d09 and lot 9536-b109b04, it was determined that all processes and test criteria are within the medpor implant finished product specification. Additional device lot #: b109b04; date of MFR: 03/2006. Additional implant date: 2006; additional explant date: 2006

Event description:
The doctor stated that the pt received a medpor nasal sheet implant in 2005 in a septoplasty procedure. The doctor reported that the implant was removed in 2006 because of rejection. The doctor stated that during the removal surgery the same month, he placed another medpor nasal sheet implant. The doctor reported that the patient developed an infection and rejection three months later, and he removed the other medpor nasal sheet implant and treated the patient with antibiotics.